Event description:
Revision surgery - due to aggressive synovial femoral cysts.

Manufacturer narrative:
The reason for this revision was the patient had an aggressive synovial femoral cyst. The healthcare professional indicated there was no delay in surgery and another suitable device was available for use. The revision surgery was completed as intended. The device was disposed of at the hospital and not made available to djo surgical for examination. A review of the device history records showed no non-conforming material reports associated with this product. A review of the product complaint report history showed this is the (B)(4) complaint against lot number 54003793. A total of (B)(4) complaints have been submitted against this part number. This investigation is the (B)(4) complaint of its type for this part number and the revision is the result of a patient related condition not associated with the product or its failure. The remaining complaints have resulted from other issues also not associated with product issues. The root cause for the revision was a synovial femoral cyst. There are no indications of a product or process issue affecting implant safety or effectiveness.